Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to display a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the device and it was returned to the user facility.